Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing boston scientific technical services (ts) recommends clinic evaluation and measurements of any available stored beats that are undersensed. This rv leads remains in service and will not be returned. No adverse patient effects were reported.